Manufacturer narrative:
H3 device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the electrode belt failed a fall-off test. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable section. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient called zoll customer support to report that she was receiving frequent adjust belt messages. The patient was issued a replacement electrode belt.